Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device product code: phx. Concomitant medical products: 110027734, compr vrs glen pps min tpr adr, lot 855290.

Event description:
It was reported that the fit of the vrs custom implant was grossly unsatisfactory. The component was too large and sloped posteriorly, and the surgeon could not get an acceptable fit. This resulted in a 45 minute surgical delay to prepare another device. Attempts have been made and no further information has been provided.